Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Total knee replacement on (B)(6) 2012. Patient experiences posterior cruciate ligament insufficiency and instability post total knee replacement, start date of event is (B)(6) 2015, which is considered related to the implant. Device still in place.

Manufacturer narrative:
An event regarding revision due to pain, posterior cruciate ligament insufficiency and instability involving a scorpio baseplate was reported. The event was confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated "the primary harm involved is late instability in a primary cruciate retaining tka. After a period of 3 years following a primary tka the patient developed pcl deficiency. At time of revision surgery the ligament was found to be ruptured. No history of trauma was reported and the deficiency and rupture are likely due to attrition and degeneration. There is no evidence for defect in the implants or their manufacture." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that patient experiences posterior cruciate ligament insufficiency and instability and also patient reports pain and need of additional treatment (physiotherapy). The reported event was confirmed as per provided medical records reviewed by consulting clinician who indicated the primary harm involved is late instability in a primary cruciate retaining tka. After a period of 3 years following a primary tka the patient developed pcl deficiency. At time of revision surgery the ligament was found to be ruptured. No history of trauma was reported and the deficiency and rupture are likely due to attrition and degeneration. There is no evidence for defect in the implants or their manufacture." A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Total knee replacement on (B)(6) 2012. Patient experiences posterior cruciate ligament insufficiency and instability post total knee replacement, start date of event is (B)(6) 2015, which is considered related to the implant. Device still in place. Update 10/9/2017: patient experienced since (B)(6) 2015 instability of the right knee due to posterior cruciate ligament (pcl) insufficiency/rupture. As instability became more disabling, the femoral component has been revised to a scorpio nrg ps on (B)(6) 2017. Also, the insert was revised and a patella button was placed. The pcl turned out to be torn, as suspected preoperatively.